Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and initial approach of index surgical procedure when tvt exact was implanted? Any concurrent procedures? Other relevant patient history/concomitant medications? Product code and lot number for unknown tvt exact mesh? Were there any intra-operative complications? When was the mesh erosion first noted by a physician? Mesh erosion diagnostic confirmation? Please provide date and surgical findings of mesh excision procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. It was reported that 1.2 -2 cm of vaginal erosion was found and surgical intervention was performed. Additional information has been requested.